Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that suspected asystole was seen on the patients electrograms (egm). The right atrial (ra) lead exhibited suspected dislodgement. The ra lead remains in use. No patient complications have been reported as a result of this event.